Event description:
The facility representative reported a flogard infusion pump with a 66 failure code. The event was reported to have occurred upon power up in biomed service. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 66 was not confirmed during evaluation. The unit was turned on and tested with a primed line and failure code 66 did not appear on the display. Therefore, an assignable cause could not be determined. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.